Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated.device evaluation: one device was returned. Visual inspection showed a cracked lower left front corner of the top case and broken battery door. During the functional test, "invalid syringe size" was found on all syringe tests. The root cause was found to be that the tapered spring slipped over the collar of the barrel clamp rod. The tapered spring and barrel clamp rod were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the barrel clamp assembly displayed the incorrect size of the syringe. The sensor read that the syringe was smaller than the actual size. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.